Event description:
Customer reported that the pump battery was depleting too quickly, which led to a pump shutdown. Customer's blood glucose level was not impacted. Customer received education from technical support about resetting insulin on board and max hourly bolus to zero when the pump turns off or is reset, acknowledged this information, and was able to resume insulin.